Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked while running during routine maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed as there is an internal leak coming from the top socket o-ring and the float switch. The float switch leak is due to design, the clear tube is known to crack and would have been replaced regardless per pm. The most probable cause for the o-ring in the top socket to leak is from the return tube being removed and replaced without changing the o-ring. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.